Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on another adc meter. The customer noted a diagonal upward trend arrow, which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer did not have symptoms and could not self-treat, so a third party gave insulin (dose and type unknown), followed by oral glucose. There was no report of death or permanent impairment associated with this event. The customer received sensor scan results of 15.40 mmol/l compared to readings of 1.40 mmol/l respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. It is unknown if these readings were taken during the actual event.